Event description:
An aneurx bifurcated stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant is unknown. Currently the aneurysm is 5.6 cm in diameter. Currently, the aortic neck has disease progression with aortic neck dilatation and the iliac arteries are severely tortuous. It was reported that the patient presented emergently with back pain. The CT demonstrated that the stent graft has migrated distally 2 cm with a large proximal type I endoleak. The physician implanted an endurant cuff. The migration and type I endoleak were resolved. No additional clinical sequelae were reported, the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, migration). (Disease progression; neck dilatation). Conclusion: (disease progression; neck dilatation).